Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced erosion and migration of the surgical mesh. She has suffered from many infections and required a partial resection of the colon and rectum to remove the device. As a result, the pt had an ileostomy for over one year and continues to have a rectal and intestinal issues. The pt has suffered a great deal of physical pain resulting in an inability to enjoy sexual intimacy with her husband.